Event description:
User's family member stated patient had swelling the size of a pecan under their skin after using the device for the first time. Tried to call their dr. And never received a call back. Reated site with ice and took aspirin.